Event description:
Initial reporter indicated to a manufacturing case manager via office clinic notes that the patient's vns was implanted in 2000 and it needs a battery replacement since current settings indicate that the device is not working at full capacity. It was reported six months ago the patient's seizures increased in frequency (3-7 seizures/month). As of 2008, the patient's seizure log indicated that he has had diminished seizure activity the past two months though he had been experiencing ongoing seizures despite polypharmacy and vns therapy since implant. The pt will be sent to their surgeon for vns generator replacement. No date set at this time. It is unknown if the patient's reported seizure increase was above or below their pre vns baseline seizure rate. Good faith attempts are being made for additional details surrounding the reported event.